Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an inappropriate shock due to t-wave oversensing (twos) which accelerated a true ventricular tachycardia (vt) episode into the ventricular fibrillation (vf) zone and the arrythmia was treated with high voltage therapy. It was noted that the right ventricular (rv) lead also exhibited historic low r-wave amplitude, low impedance, and continual sensing integrity counter (sic) measurements. The lead is still in use. No further patient complications have been reported as a result of this event.